Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on april 20 to april 21. The customer's blood glucose level was 460/dl at the time of hospitalized and the current blood glucose level was 451 mg/dl. Customer's blood glucose level at the time of call was 500 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was treated with manual shots for high blood glucose level. The device will not be returned for analysis.